Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following IFU. Instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no air/water feed due to foreign debris blocking the air and water nozzle. Additionally foreign objects were observed on the plastic distal end cover. These findings were due to insufficient cleaning of the scope. Upon further inspection, it was observed that the printed circuit plate was deformed. It was also observed that the suction, air, and water cylinders had discoloration. It was observed that the bending angle in the up direction did not meet the standard value due to damage on the guide plate unit and due to wear of the angle wire. It was also observed that the plug unit had a scratch. It was observed that the plastic distal end cover had a burn due to the use of a high energy endotherapy accessory without ensuring the sufficient distance from the distal end. It was also observed that the adhesive on the bending section cover had a chip. It was observed that the coating of the connecting tube had peeling. Lastly, it was observed that the universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope air intake was not working. The reported issue occurred during an unknown procedure. There was no patient/user harm or injury reported due to the event.